Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices were observed to have: damaged internal frame assy, loose screw, loose screw from drive train assy dropped inside of the system, loose screw from drive housing internal frame, rear case screw pillar broken, logic board screw floating, chassis screw moving inside. There was no patient involvement.

Event description:
It was reported that the devices were observed to have: damaged internal frame assy, loose screw, loose screw from drive train assy dropped inside of the system, loose screw from drive housing internal frame, rear case screw pillar broken, logic board screw floating, chassis screw moving inside. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit: a040502 - corroded (1131), g0405203 - clamp. Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, c, d codes and manufacturer narrative. Investigation summary: the reported complaint of the loose component was determined to be a loose screw from the top left screw of the internal frame. ¿ the internal inspection of the source syringe module found a screw loose inside the device. ¿ the screw originated from the top left screw insert located next to the syringe sizer. ¿ the screw insert was inspected for any damage, but no anomaly was found with the screw insert. The loose screw was placed back in position and the whole device was reassembled. No loose component was heard after the device was shaken for inspection. ¿ per bd alaris system user manual addendum page 55 ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. ¿ the device was reported with no patient involvement. Root cause: the root cause of the loose component was determined to be a loose screw from the top left screw of the internal frame located next to the syringe sizer. Note that this report lists imdrf annex a040601, a1801, g04061, g02017, c17, c23, c0601, d11, d07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the devices were observed to have: damaged internal frame assy, loose screw, loose screw from drive train assy dropped inside of the system, loose screw from drive housing internal frame, rear case screw pillar broken, logic board screw floating, chassis screw moving inside. There was no patient involvement.